Event description:
It was reported that when using the bd pyxis¿ es server went down and shown unable to authenticate message. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the system was down and could not be accessed. A technical support specialist (tss) identified that the e drive was full due to excessive trn and diff files generated by dsserveroltp and dsserverreports. The tss cleared the unnecessary files while retaining one weeks worth of data, cleared dbo.sysislog, and shrank the dsserverreports database. All job agents related to logs and differential backups for both databases were then executed. The customer was contacted, and the issue was confirmed as resolved. The system functioned as intended after technical support specialist troubleshot the device.